Manufacturer narrative:
Device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's internal battery and power management board need to be replaced to address the issues.

Manufacturer narrative:
During final testing of the device, a failure of the active exhalation control module was observed. The active exhalation control module was replaced to address the issue. The internal battery and power management board previously reported were replaced also.